Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging multiple inaccurate erratic comparisons on the subject meter, performed within 20 minutes of each other. The comparisons reported were: "45 and 107 mg/dl", "25, 110 and 113 mg/dl" and "32 and 99 mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.